Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks after the date of implant.

Event description:
It was reported that patient experienced discomfort due to placement of the implantable pulse generator (ipg). The patient underwent a pocket revision procedure and was doing well postoperatively. The ipg remains implanted.